Event description:
Patient reported right side "pain in boob". Additionally, healthcare professional reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; overweight, wear abrasion and fold creases. Visual and microscopic analysis were performed which identified; striated openings on radius and anterior and non-penetrating nick. Based on the device analysis the final assessment is: striated openings on the radius and anterior side, assessed as surgical damage consistent in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side "pain in boob". Additionally, healthcare professional reported capsular contracture, baker grade IV. Device has been explanted.